Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the camera and urocam used with a 100w holmium laser produced a large amount of interference, making it difficult to clearly visualize the laser tip involving an olympus camera head. There was no patient injury reported.